Event description:
A pt reported experiencing inaccurate high results with an ot profile meter. The pt's blood glucose results were 422mg/dl, 222mg/dl, 260mg/dl. Tests were done <10 mins apart with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.